Event description:
It was reported that during a low anterior resection procedure, the staples bent in half and did not form a complete staple line. The procedure was completed by hand-suturing. There was no pt consequence.